Event description:
It was reported that patient called about his acute onset of incontinence after his artificial urinary sphincter (aus) was successfully activated for some months. He had called physician office for assistance and they directed him to patient liaison. Patient liaison went over reactivation instructions with him which he has attempted and states that it has not changed anything and he is openly incontinent. Patient liaison recommended that he contact physician office to let them know that patient liaison have spoken to patient and was unable to assist him further.